Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Noise can be seen on hmsc recordings starting on (B)(6) 2021 and continuing in nst recordings as recently as (B)(6) 2021. This lead was evaluated in person, but no noise could be recreated through pocket manipulation or isometric testing. Immediately after implant, lead trends show an increasing short rv interval count, an increase in shock impedance and changes in sensing. The physician will be consulted to decide next steps. No adverse events reported. Should additional information become available, it will be added to this file.